Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent left flank ovariohysterectomy procedure where the device was used to repair the muscle. Post-operatively, the patient experienced wound dehiscence, exploratory surgery revealed omental fat herniated, sutures had come undone and adipose tissue was noted to be inflamed and recurrence of incisional hernia. Small abdominal muscle wall rupture distant to original incision that was allowing omental fat herniation. The animal was anaesthetized and the body wall repaired immediately. Patient is doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent flank cat spay procedure where the device was used to repair the muscle. Post-operatively, the patient experienced wound dehiscence. The animal was anaesthetized and the body wall repaired immediately.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the sample had acceptable result. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.